Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The event is consistent with the complained sample being contaminated prior to testing. Medwatch field expiration date is october 2020. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys toxo igg immunoassay on two cobas 8000 e 801 module analyzers. The sample initially resulted with a toxo igg value of 53 iu/ml (reactive) on the first e 801 analyzer and this value was reported outside of the laboratory. The sample was repeated on a second e 801 analyzer, resulting with a value of 53 iu/ml (reactive). These results were not consistent with previous results of the patient as the patient previously had negative results. A second tube collected from the patient on (B)(6) 2020 was negative. On (B)(6) 2020, a third sample was collected from the patient and resulted with a toxo igg value of < 0.18 iu/ml (non-reactive) and repeated with the same value. A serial number of (B)(4) was provided for the first e 801 analyzer. The serial number of the second e 801 analyzer was requested, but not provided.